Manufacturer narrative:
Device evaluation summary: visual inspection showed the yellow cap was not returned. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the hydrophobic port. The reason for the return was undetermined for the yellow cap leaking and not confirmed for the hydrophobic port leaking. Correction d4.2 (expiration date), d4.4 (lot #) & h4 (device mfg date): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during priming prior to use, crystalloid was observed dripping from the hydrophobic filter (yellow cap) of the mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator. The yellow cap was removed and liquid was noted dripping out. The leak originated from the component, specifically the hydrophobic filter, and not from the tubing connection. There was no damage noted to the packaging and no defects were observed on the device prior to use. The same leak did not appear in multiple packs. Plasma breakthrough did not occur. The device was replaced. No patient complications have been reported as a result of this event.